Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation'), device breakage ('device breakage/CT scan subsequently revealed that the device appears to be in 2 or perhaps even 3 pieces; 1 contiguous to the uterus; the 2nd contiguous to this piece and a 3rd 5 cm craniad from the piece emanating from the tube.') And device dislocation ('the other part of the device was imbedded in her posterior broad ligament just above the intersection of the left uterine artery/the remainder of the device remained imbedded in the left broad ligament') in an adult female patient who had essure (batch no. 20205786) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included polycystic ovarian syndrome, nausea, polycystic ovarian syndrome, endometrial ablation and urinary tract infection. Concurrent conditions included vomiting, abdominal cramps, perineal pain, oligomenorrhea, menses irregular, ureterolithiasis, morbid obesity and chronic cervicitis. Concomitant products included ascorbic acid;choline bitartrate;colecalciferol;collagen;levoglutamide;magnesium;n-acetylglucosamine;phenylalanine;taurine (collacee mg), ibuprofen (motrin ib) and paracetamol (tylenol). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain female/ chronic pain"), abdominal pain ("abdominal pain") and urinary tract disorder ("urinary problems") and was found to have a pregnancy with contraceptive device ("post-implant pregnancy"). The patient was treated with surgery (hysterectomy,(B)(6) 2019, partial of essure removal). Essure was removed in (B)(6) 2019. At the time of the report, the uterine perforation, device breakage, device dislocation, pelvic pain, abdominal pain, urinary tract disorder and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, device breakage, device dislocation, pelvic pain, pregnancy with contraceptive device, urinary tract disorder and uterine perforation to be related to essure. The reporter commented: discrepancy noted:date(s) of insertion: (B)(6) , (B)(6) 3 coils showing on right fallopian tube , 4 coils showing on left fallopian tube diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: impression: 1. Bilateral essuf8 sterilization devices noted., 2. The right fallopian lube is occluded. 3. Patent left fallopian tube with nominal free spin of contrast into the peritoneal cavity.. Pregnancy test - on (B)(6) 2009: negative.. Ultrasound scan vagina - on (B)(6) 2009: findings: uterus wnl with a 5 mm endometrial stripe. Small amount of free fluid. The ovaries bilaterally appear wnl. The essure is noted in place. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: abdominal pain. Lot number: 20205786 manufacturing date: 2009-08 expiration date: 2012-08 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/ perforation'), device breakage ('device breakage/ CT scan subsequently revealed that the device appears to be in 2 or perhaps even 3 pieces; 1 contiguous to the uterus; the 2nd contiguous to this piece and a 3rd 5 cm craniad from the piece emanating from the tube.') And embedded device ('the other part of the device was imbedded in her posterior broad ligament just above the intersection of the left uterine artery/ the remainder of the device remained imbedded in the left broad ligament') in an adult female patient who had essure (batch no. 20205786) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included polycystic ovarian syndrome, nausea, polycystic ovarian syndrome, endometrial ablation and urinary tract infection. Concurrent conditions included vomiting, abdominal cramps, perineal pain, oligomenorrhea, menses irregular, ureterolithiasis, morbid obesity and chronic cervicitis. Concomitant products included ascorbic acid; choline bitartrate; cholecalciferol; collagen; levoglutamide; magnesium; n-acetylglucosamine; phenylalanine; taurine (collacee mg), ibuprofen (motrin ib) and paracetamol (tylenol). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain female/ chronic pain"), abdominal pain ("abdominal pain") and urinary tract disorder ("urinary problems") and was found to have a pregnancy with contraceptive device ("post-implant pregnancy"). The patient was treated with surgery (hysterectomy, (B)(6) 2019, partial of essure removal). Essure was removed in (B)(6) 2019. At the time of the report, the uterine perforation, device breakage, embedded device, pelvic pain, abdominal pain, urinary tract disorder and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, device breakage, embedded device, pelvic pain, pregnancy with contraceptive device, urinary tract disorder and uterine perforation to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2009, 3 coils showing on right fallopian tube, 4 coils showing on left fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: impression: bilateral essuf8 sterilization devices noted. The right fallopian lube is occluded. Patent left fallopian tube with nominal free spin of contrast into the peritoneal cavity. Pregnancy test - on (B)(6) 2009: negative. Ultrasound scan vagina - on (B)(6) 2009: findings: uterus wnl with a 5 mm endometrial stripe. Small amount of free fluid. The ovaries bilaterally appear wnl. The essure is noted in place. Concerning the injuries reported in this case, the following one/ ones were confirmed in patient's medical record: abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-apr-2020: pfs+mr received. New events: migration/ perforation, post-implant pregnancy, urinary problems, device ineffective, device breakage, embedded device were added. New reporters, plaintiffs information added. Pregnancy outcome and type added. Concomitant conditions, drugs added. Past medical history and lab data added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.